Manufacturer narrative:
Other, this MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was in excellent condition. During functional testing, the reported problem was duplicated. The device was filled with water and set up for a temp check. The device was powered on and heated up to 41.9 degrees. Over temperature alarm switch was pressed and the alarm didn't sound. Main board did not work as intended. After installing a new printed circuit board, the over temperature alarm was tested again and the alarm sounded as intended.(UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that that there was an out of box failure. No patient injury was reported.